Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on the investigation, the root cause / potential root cause for the incorrect case label was determined to be mixing of product in the supply chain / distribution or the distributor / customer location.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes were incorrectly labeled. No injury or medical intervention.